Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited noise that triggered noise reversions and inappropriate mode switches. No changes or interventions were reported. The patient was in stable condition.